Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after filling the cartridge with 300 units of insulin, a minimum fill notification was received. Multiple cartridges were used. Customer successfully loaded the final cartridge. Customer continued to use pump for insulin therapy. Blood glucose was 368 mg/dl.